Event description:
It was reported that this non boston scientific lead was explanted due to fracture and high shock impedance. No additional patient adverse effects were reported. This lead is not expected to return for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).